Event description:
Complainant alleged that during biomed testing the device's defib output was out of spec. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty charging capacitor on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.